Manufacturer narrative:
Concomitant medical products: product ID 977d160, serial# unknown, product type: screening device; product ID neu_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4).

Event description:
It was reported the patient¿s trial had started at 3pm on (B)(6) 2014 and by 7pm the patient had called the manufacturer representative indicating they had intermittent stimulation and the device was shutting on and off. Intra-operatively the patient felt the stimulation in their back and legs. While in the recovery room the patient noted they were feeling ¿more pressure than stimulation in the middle of the lead¿ and was shooting pain in their back. The patient had one lead for low back pain with the possibility of leg coverage however noted that at time they had leg soreness. The manufacturer representative and health care provider (hcp) met with the patient on (B)(6) 2014-09-09 and x-rays were taken and showed the lead was still at t8 and midline, where it was implanted. The manufacturer representative was concerned there may have been a problem with the external neurostimulator (ens) so it was changed out and noted the ¿cable was tighter fit¿ on the new ens. While reprogramming the patient sometimes they would not feel stimulation even at 9.5v. At the ¿top of the lead¿ the patient felt intense stimulation even when it was increased only 0.1 or 0.32v and it would be too high, uncomfortable and ¿too much for their legs¿. The patient was programmed, +,+,- but any other combination would be too intense in their legs or they would find a ¿dead space¿ (on electrodes 2, 3, and 4) where the patient would not feel stimulation. An impedance check was performed and everything was great. The range of impedances was between 1000-1100 ohms for the upper and 500-600 ohms for the lower limits. When programmed ¿at the bottom¿ the patient would lean back and would then need it higher and when they sat forward and their legs were forward they would need to turn it down but then would not feel it in their back. The patient was given three programs, a, b, c so they could have different positions for standing, sitting and lying back. At times the amplitude was too high, 8v and 9v and the patient settled on leaving it at 6v. After reprogramming the patient called back to note they were still feeling changes with the stimulation with movement. They also noted that when the patient programmer was next to the ens they would feel stimulation but as soon as they would take it away from the ens they would stop feeling stimulation. On (B)(6) 2014 it was determined the leads had moved and was interfering with the patient¿s coverage. The patient decided to not proceed with the implant and the cause of the migration was not determined.